Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient allegedly saw a spark coming from their power supply cord. Follow up revealed that the cord was frayed. A replacement cord was sent which resolved the issue.